Event description:
It was reported that the physician was using a stent graft to cover a perforation (not caused by our product). The stent graft appeared to have a hole and did not stop the bleeding. He then used another size stent graft inside the first one, and this stopped the bleeding. It was reported that the tracking path was calcified, but there were no other stents to go through to get to the intended site, the iliac artery. He used a femoral up and over approach. Tracking path length is unk. No injury was reported, however, the pt had to received extra units of blood due to the extended length of time necessary to complete the procedure.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specification prior to shipment. The complaint is inconclusive, as no sample was returned as it remains implanted. No sample evaluation could be performed. No images were available. No root cause could be determined from the info received. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.